Event description:
It was reported that the proximal cone body and metal head were revised for inflammation due to metallic debris. Surgeon will not release any additional information to sales rep.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. No additional information will be made available by the surgeon. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding a revision for inflammation due to metallic debris involving a restoration modular body was reported. The event was not confirmed. Medical records received and evaluation: no medical records were provided. The complaint was reviewed by a consulting clinician who concluded: ¿no certain root cause of failure can be established for this case due to lack of proper information.¿ conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported that the proximal cone body and metal head were revised for inflammation due to metallic debris. Surgeon will not release any additional information to sales rep.